Event description:
Error code came up to replace instrument, troubleshooting done with cord, generator and device. Error code kept coming up, handpiece replaced and worked.error code on machine "replace instrument".no apparent injury noted at this time.======================manufacturer response for enseal laproscopic tissue sealer., (brand not provided) (per site reporter).======================notified rep.